Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, the surgeon found that the jaws and staples were still attached to the tissue due to partial cut. The surgeon used shears to cut the staples off and released the reload from tissue. The surgical time was extended for 30 minutes. There was no patient injury.